Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead helix was noted to be bent. It was unknown whether it was initially bent or bent during the procedure. It was noted that the sheath was kinked as it was inserted into the severely tortured blood vessel. The relevant lead could not be inserted at all. The lead was removed to check extension and retraction and the helix would not extend at all. According to the physician, it might have been caused by strongly pushing but it also might be initially bent. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.